Event description:
Per the audiologist, the patient was unable to hear with his cochlear implant system, approximately one year of implant use. Results of an integrity test done in 2006 showed the implant was not functioning properly. The patient's device was explanted three months later and a new device was reimplanted during the same surgery. As the device was not returned for analysis, this will be a final report.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.